Event description:
Customer reported an rh mistype on the galileo using the aborh assay. The sample typed as an a positive on the galileo; the patient is historically an a negative. Manual testing on the sample was performed and the sample typed as an a negative.

Manufacturer narrative:
The automatic camera and rois were adjusted on the customer's instrument remotely. The sample was retested and typed as a negative. The instrument is performing as expected.